Event description:
It was reported that during the implant procedure, the helix of the right ventricular [rv] lead did not deploy properly. A different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead appeared damaged at implant.